Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit's cuff would not inflate. The product and cuff failure led to respiratory compromise, inability to effectively oxygenate - haemodynamic instability followed and patient now on pressors. The patient had to be taken back to theatre to reinsert again a new device to minimize leaks the patient was not able to be turned or suctioned and huge risk of arway loss with endotracheal intubation to try or stabilize patient during the night.

Manufacturer narrative:
Evaluation summary: one sample returned for evaluation in a sample bag without its original unit pack. Visual examination of the returned sample shows it is heavily contaminated and there is also some black thread attached to the stationery flange. An attempt made to inflate the returned sample using the parameters set out in if001 failed. Further examination of the cuff using the microvu shows a clean cut to the cuff body measuring 2.1mm in length and 0.34mm at its widest point. This type of damage is indicative of coming in contact with a sharp utensil or object. The single wall thickness of the cuff was measured away from the damaged area and found to meet the blueprint specifications. The reported defect could be detected on the returned sample. All of our xlt cuffed proximal products undergo a four hour inflate/deflate test and it is at this stage of the process that any defects are removed from the lot. The damage detected o n the returned sample would not have passed this stage of our process. We would like to draw your attention to our instructions for use(IFU) where it states the following¿ to ease insertion and to guard against cuff perforation from sharp edges of cartilage, the cuff should be tapered back. This can be accomplished by first inflating the cuff. Then gently move the cuff away from the distal tip of the outer cannula towards the swivel neck plate as the residual air is removed by deflation. Do not use any sharp instruments such as forceps or hemostats that would damage the cuff when tapering it.¿ information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.